Event description:
It was reported that there was no insulin flow while using bd nano¿ pro ultra-fine¿ pen needles. The following information was provided by the initial reporter: no insulin flow. Consumer does not prime.

Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for evalution?:yes d.9. Returned to manufacturer on: 31-mar-2022 h.6. Investigation: customer returned a single used 4mm, 32 gauge nano pro pen needle. Its tear drop label was not returned for further identification. The pen needle was visually inspected prior to testing and was found to have had the non-patient side of its needle cannula broken. This damage would prevent testing for clogs since the needle cannot properly attach to the pen. As a result, the pen needle appears to be clogged during use. Based on the damage present, the needles breaking may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. The patient end of the cannula was also inspected. While there are signs of wear, the cannula has not been bent. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta found that the non-patient end of the pen needle had broken. The root cause of the needle breaking appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula.

Event description:
It was reported that there was no insulin flow while using bd nano¿ pro ultra-fine¿ pen needles. The following information was provided by the initial reporter: no insulin flow. Consumer does not prime.